Manufacturer narrative:
Additional information has been requested regarding this event. Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The root cause for the reported event is unk. (B)(4).

Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure, slow flow requiring surgical intervention occurred. The 4 to 5 calcific lesions being treated were located in an area approx 60mm in length in the mid sfa. The blockages were determined to be 70-80 % occlusive. The physician used a 2.0 diamondback oad in short 20-30 second intervals at low, medium and high speeds for a total spin time of 2 minutes. Post intervention, fluoro revealed slow flow from the sfa all the way down to an abrupt stop near the ankle in the at artery. The physician post-dilated the mid sfa with a 5x100 balloon at 4 atms for 2 minutes with a result of less than 5% residual stenosis, but again slow flow was revealed in the sfa through the at with an abrupt stop in the at near the ankle. Despite multiple attempts to gain wire access, use of aspiration catheters and balloon angioplasty in the affected segment of the at, little to no success was attained. The physician also administered a variety pharmacologics (nitro, adenosine, nipride, reopro and tpa) with no improvement. He then took the pt off of the table for monitoring. After approx 30 mins, the pt was experiencing a cold left foot and severe pain. The physician decided to reattempt revascularization of the at region. He subsequently re-wired the lesion and used multiple balloons and eventually laser atherectomy in an attempt to break up what he suspected was clot/particulate/emboli in the at artery. He also repeated administration of a variety of pharmacologics (nitro, adenosine, nipride), but all attempts were unsuccessful. The physician then consulted vascular surgery and the pt was transferred to another facility where he had successful surgical intervention to remove 4 to 5 pieces of calcified matter and particulate from the distal at artery. Thereafter, the pt's foot demonstrated improved color and blood flow.